Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient met with the manufacture representative (rep) for normal reprogramming and does not know if it's working that well since then. The patient wants to meet with the manufacture representative again for programming and said it's been a while that it has not been working. Patient confirmed it was sometime in 2019. Additional information was received. Patient reported that she has yet not met with the manufacture representative. Patient was redirected to follow-up with the healthcare provider (hcp). Additional information received from the patient who has been having issues with leakage that they didn't have before. They added that they were on program 1, but a rep changed them to program 2 for the issues they were having, but that didn't help. They added that their hcp has been giving them botox and medication for the issue as well, but it hasn't helped either. Caller wanted to know how high the device can go and what changes can be made; information was reviewed. As a result of what was reported, the caller was redirected to their hcp. They added that they might increase when they see fit and either callback or call their hcp to review changing programs if that doesn't resolve their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they didn't think their leakage had anything to do with their weight, they had been trying to learn how to do kegels, but they were having trouble with them. They were also having a great deal of trouble with leakage, it wasn't as bad earlier, they used to be able to control it. They had been trying to drink more water and did know, for some reason, they were not satisfied with the device. It was noted they had also added miraculin, which also didn't seem to be affecting their leakage.